Event description:
It was reported that the device was explanted after an implant duration of at least 46 months, due to endocarditis with a massive aortic annular abscess. Information learned from implant patient registry and from the operative report.

Event description:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Massive aortic annular abscess. Device not returned.